Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 185 mg/dl. Caller stated that he was giving his daughter a bolus for breakfast. Caller reported that the alarm was resolved by an infusion set change. Caller was in a hurry. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.